Event description:
The hospital reported that during a endoscopic vein harvesting procedure, vasoview hemopro 2 harvester was ready to use the device when she noticed that the metal in the jaws had separated from the protective plastic case around the jaws. This defect left the device unacceptable for use. The defective device was removed from the surgical field and a new hemopro 2 device was opened. The case than proceeded and the vein harvested in the usual fashion.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood was observed on the toggle switch. The jaws were observed to be intact and attached to the device. The heater wire was observed to be bent and twisted from the base of the device to the tip, with detachment from the tip. No other visual defects were observed. Based on the return condition of the device, the reported complaint "bent wire" was confirmed. Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a endoscopic vein harvesting procedure, vasoview hemopro 2 harvester was ready to use the device when she noticed that the metal in the jaws had separated from the protective plastic case around the jaws. This defect left the device unacceptable for use. The defective device was removed from the surgical field and a new hemopro 2 device was opened. The case than proceeded and the vein harvested in the usual fashion.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood was observed on the toggle switch. The jaws were observed to be intact and attached to the device. The heater wire was observed to be bent and twisted from the base of the device to the tip, with detachment from the tip. No other visual defects were observed. Based on the return condition of the device, the reported complaint "bent wire" was confirmed. Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during a endoscopic vein harvesting procedure, vasoview hemopro 2 harvester was ready to use the device when she noticed that the metal in the jaws had separated from the protective plastic case around the jaws. This defect left the device unacceptable for use. The defective device was removed from the surgical field and a new hemopro 2 device was opened. The case than proceeded and the vein harvested in the usual fashion.